Event description:
It was reported as ac line voltage error. This error will prevent the system from operating, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The surge suppressor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.